Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The account generated false reactive (B)(6) results on plasma donors who test (B)(6) negative. Since (B)(6) 2009 until (B)(6) 2010, there have been 102 total donors who tested (B)(6) reactive but (B)(6) negative and (B)(6) negative. The 102 donors includes plasma sourced from donors in several categories such as normal, premium, cmv, tetanus, rabies and vericella-zoster. The account stated that specifically, there has been an increased trend of false reactive prism (B)(6) results occurred with donors vaccinated with the (B)(6) vaccine. These donors are used to make and obtain plasma with a high titer of (B)(6) antibodies. Additional data was provided for 2007 and 2008 where there were 70 and 74 total donors, respectively, were (B)(6) reactive but (B)(6) negative. Prior to (B)(6), 2007, the account used eia (B)(6) for donor testing. No specific testing data was provided on the donors.